Event description:
Related to MFR report # 2183959-2012-02486. "On or about (B)(6) 2007," a perigee system was implanted with the "intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse." Plaintiff's attorney alleges, "after and as a result, plaintiff suffered serious bodily injuries, including but not limited to, extreme pain, erosion of her internal body tissue, vaginal scarring, add'l surgery, and other injuries." Also alleged, "as a result, plaintiff has experienced significant mental and physical pain and suffering, has required add'l surgery(s) and medical treatment and has sustained permanent injury," and that she had a "negative immune response." That promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.